Event description:
The international customer reported the ventilator was alarming due to pressure sensor failure when powered on for checkout and would not operate. The device was not in use. As noted, if the reported problem occurs while in use in normal ventilation mode operation it may affect the accuracy of the system pressure measurement and may result in the unit going vent inop. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. Completion of device evaluation and service is pending.

Manufacturer narrative:
Device evaluation and service completion pending.

Manufacturer narrative:
Supplemental report

Event description:
The manufacturers service technician was unable to duplicate the reported problem. The data acquisition to motor controller pcb cable was replaced as a precaution for the reported problem. Applicable final testing was performed to operating specifications.